Event description:
The patient was found to have a pump stoppage with low flow that lasted 1 minute on interrogation in clinic. She was admitted for suspected thrombus with subtherapeutic inr interrogation by thoratec showed no issue with lvad, power disconnect by pt.